Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autog bc blu 22ga x 1.0in leaked. This occurred on 10 occasions. The following information was provided by the initial reporter: material no: 382523, batch no: 0169672. It was reported the anti-reflux valve is not working. Blood comes out of the end of the cannula when the stylet is removed. Verbatim: per customer's response on 04/21/2021: the issue occurred at least 10 times with multiple staff members starting the IV. We are unable to send a sample of a used devise (?) The product functioned appropriately to provide IV fluids and was discarded when removed from the patient. The only issue was with insertion- the blood control devise did not prevent blood from flowing out of the hub when the stylet was removed. We have been made aware of some issues reported from the staff concerning the 22 ga x 1.00 in bd insyte autoguard bc shielded IV catheters. The anti-reflux valve is not working. Blood comes out of the end of the cannula when the stylet is removed.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one unit within sealed packaging and two additional empty packages. Initial visual observation of the unit revealed that all components were present and intact. Prior to testing, the unit was inspected for the actuator being pushed through the septum and no defects were found. The unit was tested for leakage beyond the septum and no leakage was observed. The unit was then dissected to microscopically inspect the septum. No damage or tearing of the septum was observed. Since the unit was found to be within specification, bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte autog bc blu 22ga x 1.0in leaked. This occurred on 10 occasions. The following information was provided by the initial reporter: material no: 382523 , batch no: 0169672. It was reported the anti-reflux valve is not working. Blood comes out of the end of the cannula when the stylet is removed. Verbatim: per customer's response on (B)(6) 2021: the issue occurred at least 10 times with multiple staff members starting the IV. We are unable to send a sample of a used devise (?) The product functioned appropriately to provide IV fluids and was discarded when removed from the patient. The only issue was with insertion- the blood control devise did not prevent blood from flowing out of the hub when the stylet was removed. We have been made aware of some issues reported from the staff concerning the 22 ga x 1.00 in bd insyte autoguard bc shielded IV catheters. The anti-reflux valve is not working. Blood comes out of the end of the cannula when the stylet is removed.